Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a report error and customer wants to consult on the fco. There was no patient involvement.

Event description:
It was reported to philips that the device had a report error. There was no patient involvement.